Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "histologically, a thick fibrosis of acellular collagen type is demonstrated on both sides hyaline collagenous fibrosis, without inflammatory complications or foreign body migration."

Event description:
Physician reported "chronic pain" and histology test confirmed capsular contracture unknown baker grade "peri-prothetic fibrose (breast shells)." Further reported was "asia syndrome" which has been deemed not related to the device. This relates to the right side. Device has been explanted.